Event description:
A (B)(6) male pt underwent a 111 repair. The pt's anatomical form was suitable for endovascular repair, although the aorta bifurcation was a bit thin. After placement of the cook main body graft from the right, the physician cannulated the left side and inserted the delivery system of a cook iliac leg graft from the left and placed the sent graft. Then deployed the right limb of the main body and removed the gray positioner with difficulty. Addition to the difficulty, he also felt something unusual during removing the gray positioner, so he performed ballooning and dsa (digital substraction angiography) for rao (right anterior oblique), lao (left anterior oblique) and the ap (anterior posterior), and determined the iliac leg graft could not be placed inside the main body. The physician decided to convert to aorto-uni-iliac, but the main body migrated proximally when he inserted the delivery sys of a cook zenith endovascular converter and the main body covered the renal arteries and the sma (superior mesenteric artery). To avoid ischemia of the organs, he immediately converted the procedure to open surgery to remove the main body and the iliac leg graft, and replaced the aorta with artificial vessel. During open surgery, they found out the fact that the iliac leg graft inserted from the left was actually placed in the right limb of the main body. From this finding, they presumed the right main body limb was deployed without intention where the main body was initially deployed without intention, and it ended up placing the iliac leg graft in the right limb. With this condition, the delivery sys of the converter was inserted from the right and the main body migrated proximally. They did not find the iliac leg graft was placed in the right limb when they performed the dsa. The pt's condition after the procedure is stable.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Manufacturer narrative:
Event evaluation: the information available in the complaint file, the instructions for use (IFU), and complaint history and trends were reviewed as part of the investigation. It was concluded that the failure mode in this case was inaccurate deployment. This failure mode was determined based on the provided event description. No product was returned for investigation; however, no evidence exists to contradict the substance of this report. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with an IFU which describes the indications for use, warnings, precautions, sizing instructions, and the proper deployment sequence specific to this case, the IFU states- "read all instructions carefully. Failure to properly follow the instructions, warnings and precautions may lead to serious consequences or injury to the patient." "Unless medically indicated, do not deploy zenith flex aaa endovascular graft in a location that will occlude arteries necessary to supply blood flow to organs or extremities." "Strict adherence to the zenith flex aaa endovascular graft IFU sizing guide is strongly recommended when selecting the appropriate device size." The appropriate internal personnel have been notified. We will continue to monitor for similar events.